Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at the end of the case, the doctor tried to take out the bag with the specimen, and the bag was ruptured. It is unknown how the case was completed. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.